Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 99 mg/dl at the time of the incident. The customer also reported low battery alarms. Troubleshooting was not completed as the customer had checked all settings and done all troubleshooting and was feeling nervous about using the pump. The insulin pump will be returned for analysis.